Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced unspecified pain, unspecified extrusion, unspecified infection, and unspecified recurrence.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, per additional information received, the patient has experienced mesh erosion, chronic pain, extrusion, infection, unspecified urinary problems, recurrence, dyspareunia, vaginal scarring (scarring), nausea, vesicovaginal fistula (fistula), paravaginal defects, sagittal tear (tearing, excessive), adhesions, vaginal itching (itching), urinary urge incontinence, vaginal atrophy, perianal lesions, nocturia, overactive bladder, vomiting, fever, urinary tract infections, escherichia. Coli (bacterial infection), burning after voiding (burning sensation), frequency, dysuria, cystocele (prolapse), leakage with coughing/sneezing/physical activity, urine dripping, difficulty emptying bladder (urinary retention), lower abdominal pain, lower abdominal discomfort, urgency, fecal incontinence, pyelonephritis, rectal bleeding, swelling feet (edema), chills, malaise, acute cystitis, vaginal bleeding, suture on vaginal wall (foreign body in patient), kidney infection, bladder spasm (muscle spasm), pseudomonas aeruginosa (bacterial infection), blood in urine (hematuria), yeast infection (fungal infection), hiatal/umbilical hernia (hernia), atheromatous calcification in the aorta (calcification), calcifications in coronary artery, elevated white blood cells, tachycardia, fibrous tissue (tissue damage), foreign body giant cells (foreign body reaction).chronic inflammatory cells (inflammation), blood loss, urosepsis (sepsis), hypotensive (hypotension), elevated liver count, headaches, pneumonia, acute respiratory distress syndrome (adult respiratory distress syndrome), respiratory failure (respiratory failure), anemia, gastrointestinal bleed, atrial fibrillation, hypoxia, blood transfusion, cardiomegaly, bilateral pleura effusion pleural effusion), shock, elevated creatinine, b-type natriuretic peptide elevated, hypokalemia (electrolyte imbalance), left leg pain, renal insufficiency (renal failure), lethargic, calcification in the urinary bladder (calcification), left flank pain, leukocytosis, acute tubular necrosis (necrosis), foreign body in bladder, old stitch (foreign body in patient), coughing, fatigue, urinary retention, congestive heart failure, azotemia, atelectasis, shortness of breath (dyspnea), bruises, weakness, constipation, diarrhea, sepsis, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, underwent the removal - partial.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.